Event description:
Boston scientific received information that the device was programmed to soor permanent mode due to noise with movement which inhibited pacing. It was noted that the patient is pacemaker dependent. The boston scientific sales representative was unable to obtain any additional information. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.